Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) compressed, the operation channel buckled, the light guide cable buckled, the angle wire play, the air/water nozzle deformed, the segment steel braid deformed, the lg prong top leaky, the lg root brace rubber cut, the objective lens unit scratched, the control body dirty, the junction case loosened, the lg prong top loosened, the r/l lock knob improper adjustment, the distal body worn out, the segment worn out, the u/d pulley wire worn out, the r/l pulley wire worn out, the brand plate worn out, the serial number plate worn out, and the root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).